Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter. The blue coating on the thermocool smarttouch sf catheter was deteriorating and was flaking off easily out of the package. The device evaluation was completed on 05-nov-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and manufacturing investigation of the returned device was performed. Visual inspection revealed braid exposed in almost all shaft area, flakes of shaft residues were getting detached. A fourier transformed infrared spectroscopy study was performed and the results indicated an advanced state of degradation in the polymer, evidenced by the appearance of additional bands, reduced intensity, and an increase in bands related to the carbonyl (c=o). The root cause of the observed condition remained unknown. A manufacturing investigation was performed and no relation was found with manufacturing process, as these type of defects can be detected during this process. A differential scanning calorimetry analysis was performed and it was concluded that the differences in crystallinity and molecular structure found on sample could be related to additives in the polymer structure. Manufacturing investigation concluded that the polymer material has undergone some form of degradation, induced by external environmental factors outside j&j locations such as light exposure, humidity, or temperature fluctuations that could have altered the integrity of this device. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The cosmetic issue reported by the customer was confirmed. The potential cause of this issue could be related to the environment and conditions in which this device was stored; however, it cannot be conclusively determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 04-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a thermocool smarttouch sf catheter. The blue coating on the thermocool smarttouch sf catheter was deteriorating and was flaking off easily out of the package. The catheter was replaced and the problem was resolved. The case continued. No patient consequence reported. Additional information was received clarifying that the part of the catheter where the blue coloring was deteriorating was the shaft.

Manufacturer narrative:
Additional information was received on 02-sep-2025 which indicated that the catheter was not exposed to any liquid / chemicals. The catheter was in a climate controlled cabinet in the ep lab and was in storage for approximately 2 years. Additional information was received on 10-sep-2025 which clarified that the ep lab did not have any windows or sun exposure directly to the cabinet area. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).